Event description:
It was reported that there was char. After being used to treat a lesion in the right atrium, a intellatip mifi¿ xp temperature ablation catheter was removed and char was noted on three mini electrodes. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has char on tip, as part of overall visual revision. The returned device matches with upn and lot provided by the customer. The device has char in the mini electrodes and around the proximal edge of the distal tip. The ablation was verified by using the maestro generator 4000 and the device was found within specifications and with no error given by system. Electrical test was performed and the device was found out of specifications. Me1 has high impedance. The handle was opened finding no issues to the connector. The rid assembly in the receptacle was inspected finding it within specification. No incorrect wiring was detected. The stiffening rod was removed identified a possible affected area, it was found damaged approximately at 42cm from the handle. The affected area of the proximal shaft was dissected finding the following: a foreign material was found at 22cm from the tip. The guide coil is peeled in several areas. The me1 wire was found damaged and peeled at 79cm from the tip. This area match with the damage in the stiffening rod and guide coil. Also the me2 and me3 are twisted. The device was dissected after the torque hole finding the following: thermistor wire has several twist. Irregular isolation on me1 and me3 at 7.3cm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that there was char. After being used to treat a lesion in the right atrium, a intellatip mifi xp temperature ablation catheter was removed and char was noted on three mini electrodes. The procedure was completed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(4). Patient age: 50s. (B)(4).